Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, the patient was explanted (B)(6) 2019 (reason not specified) and the patient was reimplanted with a new device during the same surgery.